Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Same as case MFR #6000089-2007-01122. It was reported that 80 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted a 3.00x20mm taxus express2 drug eluting stent and a 2.25x16mm taxus express2 drug eluting stent in the left anterior descending (lad) and 2nd diagonal. It was unk which stent was placed in which vessel. The physician predilated the lesions with an unk size and type balloon. The length of the lesions were 12mm and 16mm, with vessel diameters of 2.25mm and 3mm. Eighty days later, that pt presented with in-stent restenosis of the 2 taxus stents. It is not known how this was treated. The physician feels the restenosis is related to the taxus stents. There were no further pt complications reported and the pt condition is listed as stable post procedure. Further information has been requested but has not been received.